Event description:
It was reported that a 5200-28mm mitral annuloplasty ring was implanted 22 months ago, and now explanted due to dehiscence. As per the operative note, severe mitral regurgitation was noted as well as, "[patient] developed a ring dehiscence and has recurrent severe valvular regurgitant lesions." And "extremely dense pericardial adhesions" were also noted. The ring was replaced with a 27mm edwards valve was implanted and seated without complications. The patient arrived at the ICU in stable condition.

Manufacturer narrative:
Evaluation: method (B)(4) device return anticipated, but not yet received. Additional manufacturer narrative: the operative report received confirmed the report of the mitral ring dehiscence as well as indicating the patient had a history of mitral regurgitation. Dehiscence may occur early or late, and may be due to multiple factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to the event.